Manufacturer narrative:
Inspection: the customer returned 1 lvp display board assemblies in individual esd bags. The serial number were written on the esd bag suspected to be from the lvps from which they were removed. Visual inspection of board was performed, and no damage, corrosion, or cold solder was observed. Testing: the returned display board was tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The board was tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 1 out of 1 returned lvp display board assemblies with dim segment. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 29-aug-2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 27-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. P/n tc tc10010208: a qn database search was performed on the 1 returned display board assembly¿s p/n tc10010208. There are 8 quality notifications opened for tc10010208; however, there were no quality notifications related to this complaint. The exact root cause was not identified, however prior failure investigations CAPA fi-2015-0139 identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification (pcn-2524) was issued to improve the manufacturing process. The reported issue of led display segment was dim was confirmed on 1 out of 1 returned board. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 1 out of 1 lvp display board assemblies exhibited dim segment. Risk assessment dir: (B)(4) reports dim segment issue associated to faulty component of the seven-segment display. A supplier product change notification (pcn-2524) was issued to improve the manufacturing process. There was no patient involvement (npi). Risk assessment: the dim 7 segment display issue was risk assessed via dir (B)(4). CAPA: trackwise CAPA pr 1143616 was opened for the dim segment issue. Device has been serviced.

Event description:
It was reported that allegedly the segment was missing from the display board, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the segment was missing from the display board, and therefore, will be replaced. There was no reported patient involvement.